Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for in-clinic follow up with phrenic nerve stimulation. A chest x-ray confirmed that the right ventricular lead had dislodged and was in the superior vena cava. The lead was explanted and replaced. The patient was stable.